Event description:
On (B)(6) 2019, the reporter contacted lifescan USA, alleging that his wife's onetouch 2 meter was reading inaccurately high compared to feelings/normal results. The following complaint was classified based on information obtained from customer service representative (csr) documentation. The reporter stated that the meter issue began at 4 am on (B)(6) 2019, alleging that his wife obtained a blood glucose reading of "400 mg/dl" on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The reporter stated that his wife manages her diabetes with insulin (self-adjuster) and no changes were made to her normal diabetes management regimen. The reporter alleges that at an unknown time, the patient developed symptoms of "very lethargic, arms were sweaty and unresponsive". He alleges that between 12.15 and 12.30 pm the emergency services were called, and the patient was treated with "IV glucose". During troubleshooting, the csr noted that the subject meter was set to the correct unit of measure, and the test strips had been stored correctly and were not passed the expiry date. It was noted the patient did not have control solution. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms and received treatment for a serious injury adverse event after the alleged product issue began. There is insufficient information to rule out the contribution of the subject meter to the event.